Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was implanted for conduction system pacing (csp). Lead measurements had changed slightly but were still within normal limits one day post implant. However, an alert was generated for low intrinsic amplitudes and in clinic check showed intermittent capture at 7.5v. Fluoroscopy confirmed this rv lead did not have enough slack and had dislodged. The device was reprogrammed to aai mode until a revision procedure could be performed. Two days later, this lead was explanted and replaced. No additional adverse patient effects were reported. This supplemental report is being submitted to correct the model number of the product.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was implanted for conduction system pacing (csp). Lead measurements had changed slightly but were still within normal limits one day post implant. However, an alert was generated for low intrinsic amplitudes and in clinic check showed intermittent capture at 7.5v. Fluoroscopy confirmed this rv lead did not have enough slack and had dislodged. The device was reprogrammed to aai mode until a revision procedure could be performed. Two days later, this lead was explanted and replaced. No additional adverse patient effects were reported.